Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed new sensor during warm up. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. A review of the share logs was performed and a loss of connection was not found within the investigation window. The probable cause could not be determined via data. In addition, a transmitter failed error was found in connection to the reported allegation. The reported event of the device displayed new sensor during warm up is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed new sensor during warm up. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. In addition, a transmitter failed error was found in connection to the reported allegation. The reported event of the device displayed new sensor during warm up is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.